Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was observed to be cracked. There was evidence of moisture corrosion in the battery compartment. The threads inside the compartment were observed to be stripped. The battery cap contact height and width were found to be out of specifications. Additionally, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment with damaged threads, moisture in the pump, the battery cap contacts were out of specifications, and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.